Manufacturer narrative:
Device evaluation: 1 unit of lot number c2002936 of oats-8.5-12 was returned opened in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on 07 dec 2023. Visual inspection: pushing catheter, guiding catheter, stent and positioning sleeve all returned. Positioning sleeve was returned loaded on to stent. Slightly kink observed on the introducer 6.6 cm from the tip. Functional inspection: introducer released successfully, and stent advances as expected. Manufacturing records: prior to distribution, all oats-8.5-12 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for the oats-8.5-12 device of lot number c2002936 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the oats-8.5-12 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2002936. Instructions for use and label: the notes section of the instructions for use (ifu0096), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". As per step. 3 of the IFU, "with elevator open, advance device in short increments until endoscopically visualized exiting scope. Note: as front flap of stent enters accessory channel, keep positioning sleeve over back flap until completely in accessory channel. Slide positioning sleeve over pushing catheter, keeping it clear of accessory channel." Information received from the product manager confirmed that the positioning sleeve should not be fully advanced over the oats-8.5-12 stent and is only intended to protect the duodenal flaps as the stent is advanced through the scope and then pushed back to the back of the guiding catheter once the stent is ready to be inserted into the biliary duct. There is evidence to suggest that the customer did not follow the instructions for use as failure to adhere to step 3 is considered user error where the positioning sleeve was fully advanced over the stent. (Ifu0096) image review: a photo was received which confirmed the positioning sleeve to be completely advanced onto the stent. Root cause analysis: a definitive root cause could be attributed to user error. As per confirmation received from the product manager, the positioning sleeve should not be fully advanced over the oats-8.5-12 stent and is only intended to protect the duodenal flaps as the stent is advanced through the scope and then pushed back to the back of the guiding catheter once the stent is ready to be inserted into the biliary duct. User/use related complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Therefore, the difficulty in releasing the stent reported and the kink observed on the introducer in the lab, would have been likely cascading effects of the user error of fully extending the positioning sleeve onto the stent. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, stent cannot be released confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could be attributed to user error. As per confirmation received from the product manager, the positioning sleeve should not be fully advanced over the oats-8.5-12 stent and is only intended to protect the duodenal flaps as the stent is advanced through the scope and then pushed back to the back of the guiding catheter once the stent is ready to be inserted into the biliary duct. User/use related complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Therefore, the difficulty in releasing the stent reported and the kink observed on the introducer in the lab, would have been likely cascading effects of the user error of fully extending the positioning sleeve onto the stent.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 16-jul-2024.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: user take the device out of package and found out the protect tube is in the middle of stent (see attached picture) which affected the stent release. User changed to another same device to complete the procedure. Patient outcome: under collection. Patient/event info - notes: updated on 13may2024 (B)(6). 1. Does the complaint relate to device replacement, device removal or was it an observation made prior to patient contact? Device replacement. 2. What was the target location for the stent? Common bile duct. 3. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure? Normal. 4. Please indicate where the device was stored prior to use. 5. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* metii-35-480, metii-35-480. 6. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? If yes please indicate the procedure performed. No information provided. 7. Was the wire guide lubricated prior to use? Yes. 8. Was the wire guide inspected for damage prior to use?* yes. 9. Was the device at the centre of the complaint inspected for damage prior to use? Yes. 10. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? No. 11. If yes please indicate the type of procedure performed. 12. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. 13. If not with the device in question, how was the procedure finished?* with another same rpn device to complete the procedure. 14. Did the patient require any additional procedures as a result of this event? No. 15. What intervention (if any) was required? 16. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day? 17. Were any other defects observed on the device prior to return (other than the reported complaint issue)? 18. If yes, please detail any other defects observed.